Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending coronary artery. During simultaneous removal of the balloon dilatation catheter and bmw guide wire, the guidewire tip sheared off inside the co-pilot tuohy. The separated segment was trapped in the touhy, nothing separated in the anatomy; no portion was left in the anatomy. A new guide, tuohy, and wire were used to complete the procedure. There was no adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Return of the guide wire and retaining hemostatic valve (rhv) may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The reported guide wire tip separation appears to be related to operational circumstances of the procedure. Manipulation against resistance likely resulted in the reported tip separation. The investigation was unable to determine a conclusive caused for the reported difficulty to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.